Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2015, a 14 mm amplatzer vascular plug 2 (avp2) was selected for deployment in the left subclavian artery (lt-sca) prior to thoracic endovascular aortic repair. There were not any difficulties reported due to resistance or tortuosity while the avp2 was being advanced or deployed in the patient's vessel during the procedure. The avp2 was successfully implanted in the target position of the vessel with no issues. On (B)(6) 2015, the patient was not able to articulate properly, and a cerebral infarction was suspected. A MRI was performed and confirmed a high intensity area in the cerebral hemisphere on a diffusion-weighted image. Glycerol (glycerin) was administered for the treatment of the cerebral infarction and the patient's condition resolved without sequelae on (B)(6) 2015. The cause of the cerebral infarction remains unknown.